Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On an unreported date, the patient was treated with vancomycin injection(1g, every fifth day, discontinued, route and duration were not reported) and fortum injection (1g each bag, intraperitoneal, discontinued, frequency and duration were not reported) for peritonitis. It was reported that the patient was discharged from being hospitalized and has recovered from the event. Pd therapy was ongoing. No additional information is available.